Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 36 months due to reservoir volume discrepancy and increased tone. No other pt symptoms were reported. The reporter stated that the "actual amount exceeds reservoir volume. Catheter flows freely and aspirated well." Pt outcome was not reported. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.